Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 9 cm in diameter abdominal aortic aneurysm. It was reported that approximately eleven months post index procedure the patient presented emergently with back pain. A CT revealed that the left endurant ii stent graft limb had migrated into the aneurysm sac and there was a distal type I endoleak. The physician elected to extend the left iliac limb into the left external iliac artery and the event was resolved. Per the physician, the cause of the event was due to a very tortuous patient anatomy. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.